Event description:
The customer reported that their pump screen was dark and wouldn't turn on, and a malfunction was later displayed on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several troubleshooting steps, including ensuring the pump was connected to a power source, which successfully turned the screen on but showed a malfunction. Due to an unresolved malfunction, a replacement pump was arranged by technical support. The customer was informed that the new pump would be sent with updated software, and they would receive training. The customer acknowledged these instructions and agreed to return the malfunctioning pump within 10 days using the provided pre-paid return box.